Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous proximal right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.